Event description:
It was reported that the ventilator came into contact with liquid. Afterwards, the ventilator did not start and alarms were generated. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No traces of liquid were found. A message "restart fan" was noted and the ventilator logs could not be read out. The expiratory channel connector pc board was found dirty, was cleaned and then the ventilator started. A communication error not affecting ventilation occurred. Further troubleshooting was performed and the pneumatic back-plane pc board and the monitoring pc board were found defective and was replaced. The ventilator then passed all safety and functional tests and was cleared for clinical use. Visual inspection of the returned pc boards found a small trace of liquid damage on the pneumatic back-plane pc board but not on the monitoring pc board. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The root cause of the reported event is most likely the liquid damage on the pc board. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).